Manufacturer narrative:
Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that the during the check, prior to use, the user could not inflate / deflate the cuff smoothly.